Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump redirected the customer back to the load screen to undergo the fill tubing step again. Reportedly, the customer could not verify if the onscreen instructions were followed properly and acknowledged that it could have been due to use error. The customer then filled tubing while connected to the site. Blood glucose (bg) was 35 mg/dl which was addressed with a glucose tab. Bg increased to 171 mg/dl.